Event description:
Consumer complaint of blood result reading of "hi". The customer states that she received the hi; she just finished eating mac and cheese less than two hours ago. The customer states that she usually does not wait at least two hours after eating, drinking, exercising, or taking any medication before performing a blood test. Asked the customer to perform a back to back blood test: 283mg/dl and 246mg/dl. The customer states that she stores the meter and test strips in the living room. The customer states that she her expected blood results range is 169mg/dl. Reviewed the last 5 blood results in the meter memory: hi on (B)(6) 2014 at 08:12 pm (has eaten mac and cheese less than an hour ago); 169 on (B)(6) 2014 at 10:36 am; 172 on (B)(6) 2014 at 01:08 pm; 251 on (B)(6) 2014 at 03:51 am; 169 on (B)(6) 2014 at 11:02 am. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defect found. Most likely underlying root cause of malfunction noted in the complaint: test strip issue, user has glucose value. MFR acknowledges lateness of the report, per internal corrective action. This report should have been identified as reportable within 30 days of the identification (12/13/2014).